Event description:
Field service rep reported arcing on high level fluoro. No patient injury.

Manufacturer narrative:
The service rep replaced high voltage regulator for arcing: dc voltages measured on board not correct. Tested system operation. System operates as intended.